Event description:
Patient reported elevated blood glucose levels.

Manufacturer narrative:
The patient has not returned the pump to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release.